Manufacturer narrative:
Device evaluation: one smiths medical pneupac parapac ventilator was returned for analysis with damage at corner of case by the battery holder. During analysis, the customer's reported issue was not able to be duplicated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that a smiths medical pneupac parapac ventilator was in use with a patient at the hospital. The reporter stated they were not able to change the rate of the unit. The device frequency was set below 20, but was "delivering more, 24 restorations/min". The unit did not provide any alarms and once a second parapac unit was utilized, the issue resolved. No adverse patient effects were reported.